Manufacturer narrative:
The product analysis has not been completed for the handpiece. However, initial inspection of the handpiece at medtronic (B)(4) indicates that the temperature rise was 131 degrees f (55 degrees c) after running for 8 minutes. The handpiece is being forwarded to medtronic xomed for repair, but has not yet been received.

Event description:
The handpiece was returned to medtronic as a loaner unit. There was no issue reported by the end user. The service and repair technician tested the handpiece and discovered the overheating. The handpiece failed temperature testing. There was no patient involved and no injury reported as a result of this event.